Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
1627487-2024-09576 should not have been reported as a medical device report (MDR) as device analysis findings confirmed that the ipg exhibited normal battery depletion and is thus no longer reportable. The reported observation of ipg eri was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The estimated longevity would have been 1.5 +/- .25-year per ¿ (B)(4), when using the as received programmed settings and assuming 1000-ohm program impedances, for device model 6662. The total stimulation on time was 1.7 years, suggesting the device had normal battery depletion at the time of the observation.

Event description:
Additional information indicated that product analysis findings confirmed the ipg exhibited normal battery depletion.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was noted that ipg was nearing end of life (eol). Patient has therapy. Surgical intervention may be undertaken to address this issue.